Event description:
It was reported that during preparation for a coronary angioplasty procedure, the stent of the liberte' monorail stent delivery system was broken. The stent was removed from the packaging and was irrigated as normal. Upon removal of the stent protector, the physician noticed that the stent was broken into two pieces. The event occurred outside of the pt and the device was not used. The procedure was successfully completed with another device. No pt injuries or complications were reported. Pt status is reported as 'okay.'

Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.